Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, lot# 0210567037, implanted: (B)(6) 2016, product type: adapter.

Event description:
A health care provider (hcp) reported via a company representative (rep) that when the pocket adaptor was opened during the battery replacement, the neurostimulator plug was missing in the packet. Troubleshooting was performed, tried to find out the missing item but did not find it. A new extension kit was opened because it contained the same neurostimulator plug to proceed the case. The issue was resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, unknown if planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.